Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Incorrect joint behavior: joint unlocked while walking without warning. Fall incorrect joint behavior - one-time no stance phase resistance when level walking: joint unlocked once on (B)(6) 2021. Health effects: crack in the bone, fracture (femur right) - outpatient treatment: fracture should heal, must not wear a prosthesis.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect joint behavior: joint unlocked while walking without warning. Fall incorrect joint behavior - one-time no stance phase resistance when level walking: joint unlocked once on (B)(6) 2021. Health effects: crack in the bone, fracture - outpatient treatment: fracture should heal, must not wear a prosthesis